Manufacturer narrative:
This event was initially recorded under zimmer biomet complaint number (B)(4). However, it is being refiled with a corrected complaint number (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that when used the last 2 times as the skin graft was being wound through mesher on the dermacarrier the skin was chewed up and was unable to be used. Skin was placed on dermacarrier correctly and mesher used correctly. There was a delay of 16-30 minutes, and there was harm to the patient. An additional surgery was required to harvest tissue as graft was not able to be used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet australia on 21 february 2020 revealed the comb was bent, a test mesh couldn't be completed, the side plates were worn, and the ratchet handle had no lubrication. The side plates, bottom roller, bottom roller gear, bearing, washers, shoulder bolts, nuts, comb, detents, carrier guide, and screws were to be replaced. Repair of the device was not performed because the customer did not approve the repair. The device was returned not repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.